Event description:
The ge oec 9800 fluoroscopy system made a popping sound and there was an odor of something burning.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the hv cables (candlesticks) to prevent arcing. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.